Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl and treated with shot of insulin. Customer stated that insulin smelled and cannula was bent. Customer reported that the consumable or introducer needle fractured while in the body. Cannula was not in the skin. The insulin pump will not be returned for analysis.